Event description:
It was reported that following a cryo ablation procedure, the patient experienced a hematoma in the left thigh leading to an extended stay in the hospital. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.